Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead system exhibited low, out of range, shock lead impedance measurement of 0 ohms. Boston scientific technical services (ts) accessed data on remote monitoring and discussed that the impedance measurement was mostly at 50-60 ohms. In addition, ts suggested a routine follow up and to change system vector as part of the testing. Additional information was received that testing was made and shock lead impedance measurement was in normal range. Isometrics was performed and no abnormal readings noted. The patient will be monitored on remote monitoring system. No other intervention was planned. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.